Event description:
During case, large suture cut needle driver on its last use. Near end of case, little round tab fell off, instrument stopped functioning. No other large suture cut needle driver on shelf. Replaced with mega needle driver.